Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing swelling in the left shoulder, arm and armpit approximately two weeks post-implant of a right ventricular (rv), right atrial (ra) and left ventricular (lv) lead. A venous duplex study showed an acute deep vein thrombosis of the left subclavian axillary and brachial veins. The patient was treated with anticoagulants and the leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.